Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the product was returned without a reported complaint. The reported issue could not be confirmed. The most likely cause could not be established from the information available. This issue may occur due to over flexure of the reload while attached to the instrument. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extra-peritoneal hernia repair, the surgeon was able to press the green button but unable to squeeze the handle. The stapler and reload did not fire. Another device was used to complete the case. There was no patient injury.